Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the individual packaging of an unspecified number of peritoneal dialysis flexicaps were "badly damaged"; further described as these were received in a damaged case; further described as ¿the case looked like someone stepped on it, smashed it, and tapped it up again¿. As a result, an unspecified number of individual flexcaps, within the case, were found to have damaged packaging. This was noticed at delivery drop-off and the customer refused the case. Therefore, the flexicaps were not used by the patient. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.